Event description:
It was reported that the customer was trying to give a bolus but the buttons were not working properly. After a few minutes, the pump showed button error. Customer's blood glucose level was 180 mg/dl. Field representative informed that the buttons are not working and the button error cannot be deleted. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked case at display window corners.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.